Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge detection notification while going through the fill tubing process. Reportedly, the cartridge was successfully loaded after the third attempt. Customer's blood glucose level was 230 mg/dl. Customer delivered a bolus and resumed insulin delivery.